Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, and loss of communication between the insulin pump and transmitter, DHR was requested for other reasons, and harm was reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 415 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer stated that the cause of the hyperglycemia episode was the sensor not working and loss of communication, the high blood glucose was treated with an insulin pump. The event involved product(s) mmt-7040a, mmt-1884, mmt-398a, and mmt-332a. The customer reported high blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. Troubleshooting was partially performed, and the customer reported a loss of communication between the transmitter and the pump. The transmitter serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.